Event description:
Additional information was received that a 10-minute procedural delay occurred due to the infold.

Manufacturer narrative:
Image review: three media files were provided for review. The patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a heavily calcified bicuspid valve. As stated in the instructions for use, adequate predilatation can help reduce the need for post dilatation and may mitigate the occurrence of infolding. Predilatation is specifically recommended prior to implantation in the following situations: moderate-severe calcification; bicuspid anatomy; size 34 mm valve. In this case, there is no report that a pre-implant balloon aortic valvuloplasty was performed prior to the valve implant attempt. Fluoroscopic valve load inspection was performed and confirmed a good load. During the valve implant attempt an infold was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. It was reported that a new valve was used. It was reported that a new system was used. Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation procedure of the evolut fx+ 34 transcatheter aortic valve in a patient with a heavily calcified bicuspid valve, a fluoroscopic inspection of the valve load showed no infold. Upon the initial deployment to 80%, an infold in the valve frame was observed. The valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient's body. A new valve was loaded into a new dcs, and the valve was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012470436); product type: 0195-heart valves; implant date: non-implantable device product ID d-evolutfx-34 (lot: 0012623737); product type: 0195-heart valves. Non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.